Event description:
The report indicated cardiopulmonary bypass was initiated for a single valve implant. A red tinge was noted in the water lines. The oxygenator was not changed out and no pt injury was observed.